Manufacturer narrative:
Qn#(B)(4). The actual device sample was received for investigation. A visual inspection was conducted and no defects were observed. Functional testing was performed and the cuff was inflated to 25mbar using calibrated endotest. The cuff pressure dropped rapidly. The sample was then immersed in water and air bubbles were observed flowing out from the pilot balloon. The area of leakage was observed under magnification and a cut mark was observed on the pilot balloon. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "noted ett leak following intubation. Removed ett tube and replaced with new ett. Examined old ett and noted hole in blue pilot balloon near the area of the spring."

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "noted ett leak following intubation. Removed ett tube and replaced with new ett. Examined old ett and noted hole in blue pilot balloon near the area of the spring."